Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and instrument data and determined that the water purification module bracket wire crimp required replacement. The cause of the cut on the operator's finger is due to the water purification module bracket wire crimp. The cse replaced the water purification module bracket wire crimp. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
The customer reported that the operator of a dimension vista 1500 instrument cut his finger on the water purification module bracket wire crimp. The operator cleaned his finger and went to the hospital. The hospital physician(s) performed blood testing and administered a tetanus shot. There were no other reports of staff injury, damage to property or impact to patients.